Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited a high out of range shock impedance measurement. This occurred after the patients car was rear ended. Technical services (ts) was consulted and review of available data showed it was a sudden jump, with electromagnetic interference (emi) been the suspected cause. Ts advised patient follow up to rule out a lead fracture. This ICD remains in service. No adverse patient effects were reported.